Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported via a study there was abnormal diagnosis on (B)(6) 2014. The patient was presented to the clinic and reported a hospitalization related for respiratory depression due to opioid toxicity. Medications were administered, and the patient reported stopping all oral opiates and using only the pump to deliver opiates on (B)(6) 2014. In-patient hospitalization occurred. No further actions were taken. This resulted in a serious deterioration in the health of the patient. This did not result in a life threatening illness or injury. This did not result in permanent impairment of a body function or permanent damage to a body structure. No other medical or surgical intervention was taken to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function. The issue resolved without sequelae on (B)(6) 2014. The severity of this event was noted as mild (did not interfere in a significant manner with the subject normal functioning level). The clinical diagnosis was respiratory failure related to opiate toxicity. The drugs being delivered via the pump were dilaudid (dld), baclofen (bacl), bupivacaine (bup), and clonidine (clon). The doses were 5.241 mg/day for dld, 524.1 mcg/day for bacl, 6.988 mg/day for bup, and 262.03 mcg/day for clon. The concentrations were 15.0 mg/ml for dld, 1500.0 mcg/ml for bacl, 20.0 mg/ml for bup, and 750.0 mcg/ml for clon. The lot numbers were unknown as it was noted the hcp did not collect baclofen lot numbers. The patient had a medical history of lung disease and insomnia. The indications for use were non-malignant pain and failed back surgery syndrome. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4).